Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: a device appears to be intact, it has red particles on the surface labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture, baker grade IV " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "paresthesia of lateral quadrants and nipple-areola complex", "capsular contracture [baker] grade IV ", "capsular folds", "calcifications", "intercapsular fluid" and "patient with desire to replace the protheses from textured to smooth because of the risk involved." The device has been explanted.